Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a patient had experienced an air embolism during "radiography" when a one-link extension set was used. However, there was no direct allegation made against the one-link device. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in an unreported year of (B)(6). Upon follow up it was reported, the clearlink solution set was utilized during CT (computerized tomography) scan. Prior to the CT scan the patient was receiving an infusion with unspecified intravenous fluids (rate not reported). No contrast dye was used during CT scan. No medical intervention was required for the event. Should additional relevant information become available, a supplemental report will be submitted.